Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the hospital and stated that the pump has not been working properly. Customer's blood glucose level was 300 mg/dl. Caller stated that the bolus has not been going through. Customer was in the hospital due to a combination of things and did not know if the pump was malfunctioning. Customer has not had a bolus since november 15-26. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.